Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.